Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On december 17th, the user contacted dario to report a high blood glucose (bg) reading. The user reported that she was shaking, and therefore decided to measure her bg level, which read 568 mg/dl with the dario meter. Due to the user's shaking and high bg reading, she went to the emergency room (ER) where her bg level was measured with the ER's meter which read 68 mg/dl.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available. Additional information: after speaking with the user, it was determined that there was no apparent misuse of the strips. A replacement of dario's strips and control solution was sent to the user to further investigate this issue. Dario's representative made multiple attempts to follow up with the user in order to test his bg readings with the new cartridge of strips, however, no response has been received to date. Therefore, no resolution is available.

Event description:
On december 17th, the user contacted dario to report a high blood glucose (bg) reading. The user reported that she was shaking, and therefore decided to measure her bg level, which read 568 mg/dl with the dario meter. Due to the user's shaking and high bg reading, she went to the emergency room (ER) where her bg level was measured with the ER's meter which read 68 mg/dl. Additional information: on march 29th, the user contacted dario to follow-up on her bg reading issue that she had on (B)(6) 2022. The user reported that she is not taking medications at this time, and that she tries to control her hypoglycemia with diet. The user also reported that her fasting bg level is between 70 mg/dl - 90 mg/dl. The user reported that after she had received the initial bg reading of 568 mg/dl, she washed her hands and retested, and received another bg reading in the 500 mg/dl range. When the user went to the ER, her bg was measured and initially read 68 mg/dl and then dropped to 46 mg/dl. The user reported that due to this low bg level, she was given juice and cookies, and was released to go home when her bg reached 80 mg/dl. In addition, the user reported that she has not used the dario meter since her visit to the ER.